Event description:
During vadr surgery, it was difficult to attach the fixation pin to the plate through the aiming block. It was attached by force, which caused it to brake when it was removed from the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During vadr surgery, it was difficult to attach the fixation pin to the plate through the aiming block. It was attached by force, which caused it to brake when it was removed from the plate.

Manufacturer narrative:
Evaluation summary: the reported event that the stop pin of the fixation pin broke as well as the joystick and fixation pin stuck together was confirmed. The incoming inspection revealed that the joystick and the fixation pin were returned in assembled condition. Force was needed to separate the joystick from the fixation pin. After disassembling the visual inspection of the fixation pin and joystick residue was visible at each side of the coupling, which may have contributed to the jamming. During the visual investigation of the fixation pin it was determined that the stop pin was broken off due to high bending forces. The fracture surface of the welding seam at the expanding sleeve shows the appearance of a forced rupture. The geometry of the welding seam indicates that the laser-welding seam was performed correctly. The stop bar of the screw shows plastic deformations due to the collision and friction with the stop pin. The jamming between the joystick and fixation pin was attributed to an overload condition resulting from an inappropriate user handling. Indications for material or manufacturing related issues could not be found in the investigation.